Event description:
Patient reports difficulty injecting in the last 2 boxes. The pen needles would bend upon injecting and several would not puncture the skin. Patient also reports bruising at the injection.